Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to electrocautery exposure during the procedure. The device was tested on the bench and no anomalies were observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into backup vvi mode and inhibited pacing during a lead change out procedure due to an electrocautery usage. The device was explanted and replaced. The asymptomatic patient was stable before, during and after the procedure.